Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Medical device lot#: batch 1162625 does not exist for material 364902. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported that there is damage of the grey rubber sleeve inside the disposable holder which caused blood splash when taking blood.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-20. H.6. Investigation summary: bd received 3 unused samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. The customer samples were evaluated by functional leakage testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 48 retention samples from bd inventory were evaluated by visual examination for damaged sleeves, and 12 retention samples were evaluated by functional leakage testing, and the issues of damaged sleeve / leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: it was reported that there is damage of the grey rubber sleeve inside the disposable holder which caused blood splash when taking blood.